Event description:
It was reported that during ptca procedure, the physician experienced deflation difficulties. The entire system was removed. The pt experienced some distress which stabilized when the system was removed. The pt status is listed as "okay".